Event description:
Health care professional reported, ¿pt struggling with solids. Symptoms of vomiting, night time cough and pain.¿ ¿concerned about risk of chronic infection. Did not reimplant at this time.¿ the explanted band will be returned. Follow-up findings: regarding the chronic infection ¿ ¿it was not noted prior to surgery, during surgery, [the surgeon] noted an inflammatory process. No diagnostic testing was done, but did not want to chance putting another band in at this time.¿ a moderate band slippage was noted.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage, inflammation, vomit, night cough and intolerance are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and vomiting as follows: ¿band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain.¿ ¿caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose). Or, it may be a symptom of pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate.¿ device labeling addresses the reported event of vomit and nausea as follows: ¿nausea and vomiting may occur, particularly in the few days after surgery and when the pt eats more than recommended.¿ ¿nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band my alleviate excessively rapid weight loss and nausea and vomiting, or re-operation to reposition or remove the device may be required.¿ ¿patients must be cautioned to chew their food thoroughly. Pts with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction.¿ ¿patients must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band system.¿ ¿fluid should be removed from the system if there were symptoms of excessive restriction or obstruction, including excessive sense of fullness, heartburn, regurgitation and vomiting. If symptoms are not relieved by removal of the fluid, a barium meal should be used to evaluate the anatomy.¿